Event description:
It was reported that on (B)(6) 2015, the patient underwent a coronary stenting procedure to treat a target lesion in the circumflex artery. The lesion was pre-dilated using a 3.0 x 15 mm non-abbott dilatation catheter. A 3.0 x 48 mm xience xpedition stent was deployed, and it was noted that a proximal edge dissection occurred. A 3.5 x 12 mm xience xpedition stent was deployed to cover the dissection. The vessel was post-dilated using a non-compliant non-abbott dilatation catheter and the procedure was completed successfully. There was no clinically significant delay and no adverse patient sequela. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Dissection is listed in the xience xpedition everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.